Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult or delayed positioning (chordae was grasped along with the leaflet). The reported migration of partial clip movement appears to be related to the chordae being grasp with the leaflet. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the partial clip movement. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4-5+. Imaging was difficult due to anatomy. The first xtw triclip implanted was successfully. The second xtw(lot: 40501r2077) was unstable after release. It was thought chordae was grasped unintentionally along with the leaflet on the septal side making it unstable. An additional triclip xt was implanted to stabilize. The procedure ended with tr reduced to grade 1-2+. There was no tissue damage observed or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.